Manufacturer narrative:
(B)(4). Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a. Customer reports: the inpen stopped transferring the doses and not pairing. Per visual inspection: no physical damage to injection foot or inpen was noted. The inpen does not pair with commercial mobile. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen was cut open and electronic stack, encoder assembly and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. A battery test was performed and battery measure 0.802 volts.in conclusion inpen did not paired due to depleted battery. The customer complaint of inpen not pairing and not transmitting was confirmed.

Event description:
Information received by medtronic indicated that the inpen stopped transferring the doses, and customer has to manually log the doses. Inpen doses were not transmitted to inpen app. No harm requiring medical intervention was reported. The inpen was returned for analysis.